Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported mitral stenosis. The reported patient effect of mitral stenosis, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. While it cannot be confirmed if the patient had mitral stenosis prior to the procedure, the increase of gradient pressure post procedure from the baseline measurement indicates that either the procedure or patient condition resulted in the stenosis. Based on the information reviewed, the reported patient effect of mitral stenosis appears to be related to patient/procedural conditions and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report that during grasping, the gradient pressure increased; therefore, the leaflets were un-grasped, but the gradient increased to 10, resulting in mitral stenosis. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The baseline gradient pressure was 4. The clip delivery system (cds) was advanced to the mitral valve and grasping was performed; however, the gradient pressure increased to 12. Multiple attempts were made to repositioned the clip, but the gradient would increase to 12 with grasping. The decision was made to not implant the clip. The cds was removed and the gradient was now 10, which resulted in mitral stenosis. It was possible that the patient had mitral stenosis prior to the procedure and the baseline gradient pressure was not correctly measured, but this could not be confirmed. The patient remained stable throughout, and post procedure. There was no difficulty with grasping. The patient is currently stable, and no further treatment has been planned. No additional information was provided.